Manufacturer narrative:
Section h6 corrections. Health effect clinical code: "4440 - thrombosis/thrombus" and "1886 - hemolysis" removed medical device problem code: "2423 - obstruction of flow" was corrected to "2981 - material twisted/bent". Health effect impact code: "4639 - imaging required" and "4607 - hospitalization or prolonged hospitalization" added.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated ldh could not be conclusively determined through this evaluation. The report of a bent outflow graft could not be confirmed as no computed tomography (CT) imaging was provided for review, and no product was returned for evaluation. The submitted log file contained data from (B)(6) 2021 14:10:51 through (B)(6) 2021 05:52:05. The pump appeared to function as intended and no unusual alarms or events were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 18jan2012. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted with worsening lethargy and failure to thrive. Lactate dehydrogenase (ldh) was rising to 1700 range and there was concern for possible thrombus formation. Patient was not a surgical candidate and on heparin. The international normalized ratio (inr) had been fairly therapeutic. There were no unusual events recorded in the log file event history. Additional information stated that the cause of the elevated ldh was not identified. Patient was on palliative care. There were no changes to pump parameters. The failure to thrive condition might have contributed to the event. A computerized tomography (CT) scan of the heart showed that the lvad (left ventricular assist device) was without thrombosis, and a 90 degree bend in the outflow cannula that was unchanged and not likely clinically significant.